Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked the system and confirmed error 48245. Fse upgraded, calibrated, and replaced the illuminator to resolve the error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The illuminator was returned for failure analysis, and the reported failure was not confirmed or replicated. No related error codes were found in system logs. Upon visual inspection, the module container was hard to open. There is no system to test the illuminator; therefore, the technician was not able to test it. The complaint was not confirmed based on failure analysis. Failure analysis was unable to determine the root cause of the reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse contacted dvstat to report that error 48245 occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended checking the bulb hours, and the customer confirmed approximately 380 hours. The customer had already attempted a bulb replacement, but the issue persisted. The error was noted to be intermittent. The procedure was completed as planned with no reported patient injury.